Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call, the insulin pump had alarmed compromised force sensor system during manual prime. Customer's blood glucose was 168 mg/dl. The device was not dropped, bumped, or exposed to fluids. The drive support wasn't damaged. Customer was advised the device needed to be replaced. The device is not returning for analysis.